Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps ?6500 pump will not run was duplicated during testing. Found missing downstream occlusion sensor nub. Upper back label, disconnected in side cable and 1260 alarm occurred. Action was taken to replaced the dso and micro pressor board. Device passed all functional testing.

Event description:
Investigation completed and summarized in.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited pump won't run. No patient was involved in this event. No adverse effects were reported.